Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Thirty-seven devices were evaluated in the field and the issue was confirmed; twenty-six devices had worn components, seven devices had broken/damaged components, one device had a bent component, one device had a detached component, and two devices had missing components. The devices were repaired and returned. Two devices were not evaluated as the user facility canceled their service request. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 39 malfunction events, where it was reported the brakes would not hold. There was no patient involvement in 38 events. There was patient involvement in 1 event, and that patient reportedly experienced pain.